Event description:
The distributor reported that a foreign object was found in the barrel of the syringe during their initial inspection of received product. The kit was not sent to a user facility.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The eval is in process. A follow-up report will be submitted when the eval has been completed.